Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an isolated right ventricular (rv) lead noise event several months ago. The noise was not able to be reproduced during an in office check. No intervention was required and the lead remains in use. No patient complications have been reported as a result of this event.